Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1, crt-d, implanted: (B)(6) 2015, 5068-58, lead, implanted: (B)(6) 2004, 5068-52, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced a hematoma approximately two weeks after implant. The hematoma was excised. Approximately one month after the hematoma was excised, the patient developed an infection. Tenderness, redness, swelling and warmth was noted near the device incision. The device was extracted and intravenous antibiotics were administered. The patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.